Event description:
It was reported that after laminectomy at l4 and l5 with bilateral pedicle screw fixation and bilateral lateral and intertransverse fusions with autogenous bone and infuse bone graft, a reoperation was perfomred approximately 3 weeks post op to evaluate a seroma and fibrinous material. It is unknown if the infuse bone graft contributed to the reported event.